Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a open wound from the ucor hfams patch. The patient described the area as itchy, bleeding open wound. There was no alleged device malfunction contributing to the open wound. There is no indication that the patient received medical intervention. The outcome of the open wound is unknown.